Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was implanted in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure five months prior to (B)(6) 2013 (exact date not given). According to the complainant, the indication of stent implantation was due to a 1 cm long benign stricture in the mid-duct. The stent was implanted correctly and without issues. On (B)(6) 2013, the stent was planned to be removed. During the removal, it was noted that there was tissue overgrowth around the distal end of the stent and the stent was unable to be removed. The physician attempted to cut away some of the tissue with the use of argon but it was not successful. A balloon was used to try to drag down the stent but it was also not successful. The physician tried again to remove the stent but the stent ¿buckled¿ and x-ray confirmed that the stent kinked in the bile duct. The stent was then left in situ. The patient was sent to another facility for a surgery to remove the stent. The patient's condition at the conclusion of the procedure was reported to be stable. Despite numerous attempts boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted

Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. Reported event of stent difficulty removing/ withdrawing. Reported event of stent kinked. Reported event of stent blocked/ occluded. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.